Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 2000897: (B)(4) items manufactured and released on 6-may-2020. Expiration date: 2025-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: revision surgery due to dislocation after reverse shoulder arthroplasty. These events are normally originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
Revision surgery performed due to dislocation caused by stem subsidence one month after the primary surgery. Probably the stem was inserted a bit too deeply during the primary surgery and also subsided after the primary surgery, what caused that the stem was finally 3mm below respect to the planned position. The liner +0mm was revised with +3mm.

Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 13.aug.2020: lot 1910855: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluaton performed by medical affairs manager: revision surgery due to dislocation after reverse shoulder arthroplasty. These events are normally originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional implant involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 1910872. Batch review performed by medacta regualtory affairs department on 13.aug.2020: lot 1910872: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 1811894. Batch review performed by medacta regualtory affairs department on 13.aug.2020: lot 1811894: (B)(4) items manufactured and released on 29-maz-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon discovered the dislocation during a routine checkup at the x-ray 1 month after the primary surgery. The dislocation was caused by the subsidence of the stem (3mm below respect to the position during the primary surgery) probably caused by a technical error. The liner +0mm was revised with +3mm.